Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured and broke into two pieces while trialing.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface (tasp) top confirmed that the anterior lateral corner of the component had fractured off. Only the anterior lateral corner (fractured off piece) was returned. Per the sales rep, the other half of the tasp was discarded. The lot number of the tasp is unknown; therefore the device history records could not be reviewed. This device is used for treatment. Due to the absence of the lot number, a product history search could not be conducted to identify other related complaints. The event reported that the tasp cracked and broke during trialing. Sale representative confirmed that a mallet was not used to impact the tasp construct; however, he did indicate that a lot of force was applied to the tasp. Per surgical technique, the surgeon is instructed to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. With the information provided, it has been determined that the failure mode of the tasp resulted from the use of excessive force.